Event description:
It was reported that port had been implanted for 1 to 1 1/2 years and the catheter broke. No reported patient complications.

Manufacturer narrative:
Sample is not being returned for evaluation. Without lot or serial number DHR cannot be reviewed. Root cause unknown.